Event description:
It was reported that a patient presented to clinic for follow up. The patient¿s pacemaker failed to be interrogated with a programmer and exhibited low voltage output issue. The pm will continue to be monitored. The patient was stable throughout.

Manufacturer narrative:
Correction: section b5 - the correct event description should have been "it was reported that a patient presented to clinic for follow up. The patient¿s pacemaker failed to be interrogated with a programmer. The pm will continue to be monitored. The patient was stable throughout.", rather than "it was reported that a patient presented to clinic for follow up. The patient¿s pacemaker failed to be interrogated with a programmer and exhibited low voltage output issue. The pm will continue to be monitored. The patient was stable throughout." Correction: section h6 - the coding "pacing problem" should not be included.

Event description:
It was reported that a patient presented to clinic for follow up. The patient¿s pacemaker failed to be interrogated with a programmer. The pm will continue to be monitored. The patient was stable throughout.